Event description:
The customer reports that the pencil self-activated in the coag mode.

Manufacturer narrative:
The returned pencil self-activated in the coag mode during testing. Internal examination of the switch determined that the idc pins were below tolerance. This condition may occur when the customer is using excessive force on the switch causing the pins to move downward. The customer exerting excessive force may be related to an attempt to use a pencil that has either reached life expectancy and/or is functioning intemrittently. Modifications to the switch base have occurred which limits the travel of the idc pins, thus preventing this condition from recurring. This failure mode is detectable via a loss of tactile feel and the audible generator tone should the pencil remain on. Product labeling indicates that a pencil should be tested following reprocessing to ensure the product is working properly.